Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures alarm and motor communication alarm are noted in the formatted history file due to cold solder joints the keypad assembly. The following physical damage was noted: scratched case, pillowing keypad overlay, and minor scratched lcd window. Avv 11/29/2016. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor communication error and hardware low level failures. The insulin pump was returned for analysis.